Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: "predictors of residual right to left shunt in patients undergoing percutaneous transcatheter patent foramen ovale closure: a new clue 'inferior vena cava-patent foramen ovale angle' " summarized patient outcomes/complications of amplatzer pfo occluder, were reported in a research article in a subject population with multiple co-morbidities including diabetes mellitus, hypertension, coronary artery disease, hyperlipidemia, prior ischemic stroke, transient ischemic attack, migraine, deep vein thrombosis, atrial fibrillation, smoking, stroke. Complications reported included stroke, atrial fibrillation, residual shunt; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "predictors of residual right to left shunt in patients undergoing percutaneous transcatheter patent foramen ovale closure: a new clue 'inferior vena cava-patent foramen ovale angle' ", was reviewed. The article presented a retrospective, single center study to evaluate the association between residual right-to-left shunt (rls) after percutaneous patent foramen ovale (pfo) closure (ppfoc) and baseline structural features of the pfo determined using transesophageal echocardiography (tee) before the procedure. Devices included in the study were amplatzer pfo occluder and occlutech. The article concluded that inferior vena cava (ivc)-pfo tunnel angle is a novel parameter and provides benefit to detect significant rls in ppfoc patients. [The primary and corresponding author was duygu inan, department of cardiology, basaksehir cam and sakura city hospital, 34480 istanbul, türkiye, with corresponding email: dr.duyguinan@gmail.com]. The time frame of the study was from may 2020 to 2023. A total of 103 patients were included in the study, of which at least 40% received an abbott device (compared to 48% occlutech). In the no residual rls group, the average age was 42.0 years and the majority gender was male. In the residual rls group, the average age was 40.0 years and there was no gender majority (11 out of 22 were male). Comorbidities included diabetes mellitus, hypertension, coronary artery disease, hyperlipidemia, prior ischemic stroke, transient ischemic attack, migraine, deep vein thrombosis, atrial fibrillation, smoking, stroke.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: predictors of residual right to left shunt in patients undergoing percutaneous transcatheter patent foramen ovale closure: a new clue 'inferior vena cava-patent foramen ovale angle.